Event description:
It was reported that a female patient underwent primary breast augmentation with a 300cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively. The issue was diagnosed after physical and visual exam. As a result, the device will be explanted on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 18, 2022, mentor became aware that under previous submission, replacement device information was mistakenly not reported. The replacement devices used were catalog number 3501645; serial number (B)(6) on the left side, and catalog number 3501645; serial number (B)(6) on the right side. Manufacturer¿s reference number: (B)(4) replacement information was missed.

Manufacturer narrative:
On january 31, 2022, mentor became aware that under the initial submission "no" was mistakenly selected under e2: health professional?. It should have been "yes". The information has been corrected on this form. Manufacturer¿s reference number: (B)(4). E2: health professional?

Manufacturer narrative:
On march 3, 2022, the mentor failure analysis lab received the device for evaluation. On march 14, 2022, mentor became aware that the replacement devices used on (B)(6) 2022 were 375ml mentor saline devices. On march 14, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant had a crease/fold on the posterior view. In addition, a tear was identified within the crease, measuring approximately 0.7 cm. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites were detected during the analysis. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).